Event description:
It was reported that the patient experienced burning, pain at the implantable neurostimulator site, shock from the internal device, and that the implantable neurostimulator was loose, had movement, or migrated due to patient anatomy, such as weight change. The device was implanted and later explanted. Troubleshooting was performed by reprogramming the device. The issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.